Event description:
Follow up information received identified the edema issue persists, but it does not cause any problems. The issue is considered resolved.

Event description:
It was reported the patient showed an unspecific edema at the tip of the dbs lead implant site. The patient underwent a lumbar puncture to make sure there was no inflammatory process. The results turned out negative. No other intervention was necessary.